Event description:
Consumer reported on behalf of her sister that upon removal of a tampon, the string separated from the pledget. The string was noticed in the toilet and she did not realize the pledget was still inside her vaginal cavity until a few days later when she noticed an odor. She manually removed the pledget from her vaginal cavity and the odor resolved. She did not seek medical attention and did not experience any adverse health effects.

Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.